Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, fall, stroke, and broken ribs. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026 with an ischemic stroke, fall, and contusions/ broken two ribs. The patient's blood glucose levels were not reported while wearing the pod an unspecified number of hours. Symptoms reported include pain. The patient was treated as a stroke patient with blood thinner tests, pain medication (hydrocodone), 81 mg aspirin daily, and physical therapy. They reported on (B)(6) 2026 that the personal diabetes manager (pdm) had been acting up for the ¿last couple of weeks.¿ they stated: "it's just not responding commands...it's like ios number and all that are wrong...didn't get updated...pdm is not working properly." They had called for assistance with doing updates but didn¿t have access to a wi-fi network. The pod was removed at an unspecified time, and the patient was told the pdm was ¿no longer good and she has to have a new one¿ according to her new diabetic doctor. The patient was released from the hospital on (B)(6) 2026.